Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with an external insulation abrasion 16.4 to 17.9 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. Di not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.